Event description:
It was reported that during surgery to replace the stimulator, the lead would not insert into the ins. It was recommended that saline be applied to the lead for lubrication and if not successful to try another stimulator. The pt and physician details could not be identified. The pt outcome is unk.